Event description:
Following an angioplasty procedure, an angio-seal device was placed by a clinical fellow. The deployment was without incident. However, shortly after the post-placement tension spring was in place, bleeding was noted. A c-clamp was applied and hemostasis was achieved. Some time later the patient was noted to have absent pedal pulses. He was transferred to another facility where an arterial doppler was performed. The patient then presented again at the facility where the angioplasty was performed, where he was diagnosed with an "occlusive clot at the puncture site". A vascular surgeon was consulted. The patient was placed on a "conservative" treatment (length of time unknown). On 08/13/1998 the manufacturer learned that the patient underwent a thrombectomy (date of procedure unknown).